Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approximately 3-4 months after injection in the hands with unspecified juvederm voluma, the patient developed nodules at the injection site. Patient was treated with "diprospan". The nodules "disappear and appear" however, "currently patient is well".